Manufacturer narrative:
It was reported that the patient underwent an excision of previously placed mesh on (B)(6) 2009 concurrently with the implant due to exposure.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted; and another gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2008 in order to treat stress urinary incontinence, and on (B)(6) 2009 to treat erosion, dyspareunia, infection, stress urinary incontinence, recurrent cystocele and recurrent rectocele. It was reported that following insertion the patient experienced vaginal mesh erosion, recurrent cystocele and rectocele, bladder infections, pain, dyspareunia, urinary problems, abdominal and pelvic pain, corrective surgeries, and vaginal scarring. It was reported that the patient underwent excision of mesh on (B)(6) 2009 and on (B)(6) 2013 due to mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.